Event description:
Additional information was received that high out of range pacing impedance measurements continued to be observed. An invasive procedure was performed. The pacemaker was explanted and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited decreased sensing, loss of capture (loc) at high outputs and high out of range pacing impedance measurements greater than 2,000 ohms. It was reported that the patient was involved in an automobile accident around the time that these clinical observations began. An x-ray was planned. No adverse patient effects were reported.